Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic subtotal gastrectomy, while retracting the stomach, the surgeon console (sc) display began blinking white and blue (gui) for 5¿8 seconds. The team checked the console connections, and immediately afterward, the fourth arm cart assembly (aca) grasping the stomach with the cadiere forceps (cf) instrument, stopped working and an alarm sounded. The bedside staff was unable to take control of the arm, and each time a button was pressed, the alarm sounded again. The surgeon released the tissue being held by the aca, and the instrument was removed along with the port. Since the arm remained nonfunctional, the team unplugged the data cable to restart that specific arm. During this time, the surgeon continued the surgery with three arms. Right before the calibration, the arm alarm appeared on the orti, and the surgeon was unable to take control of any arms, there were no issues with the other arms, just 30 seconds of inactivity. The upper box on the sc, where the instrument names (ligasure & b ipolar fenestrated grasper) are displayed, turned white. This situation lasted about 30 to 40 seconds, and then, without any apparent reason, the instruments turned blue again and the surgeon regained control. At that moment, a calibration message for the arm appeared on the orti display, the button was pressed, the arm was calibrated and redocked, the same instrument was reconnected, and the surgery was completed. While undocking the system, the same arm alarmed with the same problem, but since the surgery had ended, the team unplugged the arm, restarted, and recalibrated it to store the arm in transport mode to resolve the issue. There was no patient injury.